Event description:
Patient reported, right side "fluid around the implant". "Implant fold, that is causing pain". And "the implant is a recalled one". The device remains implanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid around implant".